Event description:
The number of active channels the recipient could use decreased over time. He has been using 6 channels for about the last 2 years. The recipient started to have problems in understanding speech and since the problem continued to increase. The recipient has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the information received, the device is not providing sufficient benefit to the recipient due to a post-operative active electrode migration out of the cochlea, which was confirmed by diagnostic imaging. Further in situ measurements show several fluctuating hi channels. The concerned device was explanted but has not been received for investigation yet.

Event description:
The number of active channels the recipient could use decreased over time. He has been using 6 channels for about the last 2 years. The recipient started to have problems in understanding speech and since the problem continued to increase. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: according to the information received, the device is not providing sufficient benefit to the recipient due to a post-operative active electrode migration out of the cochlea, which was confirmed by diagnostic imaging. In addition, during device investigation damage to the active electrode caused by device minute mobility causing fatigue wire breakages was found. Other mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
The number of active channels the recipient could use decreased over time. He has been using 6 channels for about the last 2 years. The recipient started to have problems in understanding speech and the problem continued to increase. The recipient has been re-implanted.